Manufacturer narrative:
This is report 1 of 2 filed for this event. Refer to manufacturer report: 3008881809-2016-00279.

Event description:
During a coil embolization procedure, it was reported that a coil pre-detached inside the microcatheter (subject device). The physician indicated that the microcatheter¿s radiopaque marker was visible under fluoroscopy. The physician removed the coil and microcatheter; however, decided to use the same microcatheter a second time in order to continue with the procedure. The microcatheter was steam shaped and under fluoroscopy the physician was able to observe that there was no distal tip marker. The physician confirmed that the radiopaque marker was not in the patient¿s body. The patient was discharged in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the reported issue was observed during tip shaping and shaping was done with steam source for more than 10 seconds during the procedure. It is probable that the damage to the catheter tip likely occured during the tip shaping. It is likely that holding the device too close and/or to the steam source contributed to the reported issue. Per the device dfu: ¿shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds¿. In this case the damage noted to the tip of the catheter (missing ro marker) is consistent with inappropriate tip shaping prior to the procedure. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
During a coil embolization procedure, it was reported that a coil pre-detached inside the microcatheter (subject device). The physician indicated that the microcatheter¿s radiopaque marker was visible under fluoroscopy. The physician removed the coil and microcatheter; however, decided to use the same microcatheter a second time in order to continue with the procedure. The microcatheter was steam shaped and under fluoroscopy the physician was able to observe that there was no distal tip marker. The physician confirmed that the radiopaque marker was not in the patient¿s body. The patient was discharged in good condition.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During procedure the microcatheter's radiopaque marker was visible under fluoroscopy. The physician removed the microcatheter; however, decided to use it a second time to deliver a coil. It was reported that the microcatheter radiopaque distal tip marker was observed to be missing after steam shaping. There were no reported clinical consequences to the patient.